Event description:
A pt undergoing a tummy tuck sustained a third degree burn. The location of the burns was reported to be under the electrosurgical pad, on the lower outer part of the pad. The pad was located on the mid-upper right thigh. The reporter indicated that there were two burns, one on the right anterior thigh-lateral 2 x 2 1/2cm, and one on the right anterior medial thigh 4 x 2 1/2cm. It was reported that initial medical intervention was treatment with polysporin ointment, but that the pt will require plastic surgery. The reporter of the event indicated that the biomedical engineer believed the pad became "unadhered". It was noted that an alarm occurred during the procedure. It was also reported that a warming blanket was used during the procedure.